Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical corporation, united states. The malfunction was attributed to a mis-aligned system interconnection retainer clip. The mis-alignment of the clip caused a short between diodes. It could not be determined how the clip became mis-aligned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.